Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a contour ureteral stent was used in an unknown procedure (patient identifier, age, gender, and weight unknown). According to the complainant, there were difficulties removing the suture wire (for stent removal), it did not slide. No other information is available at this time. Multiple attempts to obtain additional information have been unsuccessful.